Manufacturer narrative:
Other relevant device(s) are: etlw1613c124e; s/n: unknown; use by date: unknown; upn # unknown; etlw1613c93e; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant stent graft system that was implanted in the patient for the endovascular treatment of a 59.7mm diameter abdominal aortic aneurysm. Approximately two months post index procedure, during a follow up visit, right iliac limb occlusion was observed and the patient was noted to have right leg resting pain and numbness. The patient was hospitalized and had an additional endovascular procedure of a common fem-fem bypass. This resolved the event. One month later, it was reported that the patient had a bilateral incisional groin infection that was related to the reintervention procedure. The patient was treated and hospitalized on the same date and is currently continuing with treatment. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received; it was reported the patient developed acute kidney injury approximately 1 weeks post the reintervention procedure. Prolonged hospital stay was required and the event is currently unresolved. Per the investigator the cause of the event is related to contrast used in a CT to assess fluid accumulation in groin which caused an increase in serum creatinine. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant stent graft system that was implanted in the patient for the endovascular treatment of a 59.7mm diameter abdominal aortic aneurysm on (B)(6) 2018. On (B)(6) 2018, during a follow up visit, right iliac limb occlusion was observed and the patient was noted to have right leg resting pain and numbness. The patient was hospitalized and had an additional endovascular procedure of a common fem-fem bypass on (B)(6) 2018. This resolved the event on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient had a bilateral incisional groin infection that was related to the reintervention procedure. The patient was treated and hospitalized on the same date and is currently continuing with treatment. No additional clinical sequelae were reported and the patient will be monitored by their physician. Medical history; hypertension, hyperlipidemia, diabetes, renal disease, vascular disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.